Event description:
Rn returned to hosp work after being away for 8 yrs. Upon re-hire to same hosp 8 yrs ago, found gloves to be part of daily work. On her day with IV therapy, after about 3 hrs of using gloves, became very congested (nasally) with runny nose, sneezing, itching and watery eyes. She had to take an antihistamine and go home. She had no clue what caused the problem. Had surgery - post op she was swollen all over. Md had no idea what caused it, anesthesia reaction. After seeing her surgeon in follow up - he said that everywhere he touches internally during surgery became inflamed immediately. Now she is beginning to wonder about the gloves. Developed asthma (she now questions if it is latex-related).